Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed open sores under the lifevest. The patient's physician prescribed nystatin, hdc cream and a dislucan pill. Follow up indicated that the sores were the same and not improved. The final medical outcome is unknown.